Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had drive support cap was damage, but customer was unable to describe any possible damage to the drive support cap. Customer experienced high blood glucose. Customer reported they did not alleging insulin pump was under delivering. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer had has an error and did not know why. The device will not be returned for analysis.